Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx was discharging 30 joules lower than the selected energy. There is no indication of patient involvement.